Event description:
Related manufacturer reference number: 2017865-2024-35554. It was reported that the patient had fallen and began receiving vibratory alerts. In clinic interrogation revealed the right ventricular lead exhibited episodes of noise over-sensing. X-ray was performed and verified that the patient's implantable cardioverter defibrillator (ICD) migrated from its original position and the lead has lost slack. Clavicular crush was suspected. The lead was capped and replaced and the ICD was explanted and replaced on (B)(6) 2024. The patient was stable.